Manufacturer narrative:
Product return was not received. A valid production code has not been provided by the reporter, therefore no further product investigation possible. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Nearly choked [choking sensation]. Tooth brush broke apart while brushing [device breakage]. Consumer reported on social media the brush head broke apart while brushing his/her teeth. No serious injury was reported.